Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he called the paramedics last week due to low blood glucose of 22 mg/dl. The paramedics treated him with glucose. The customer felt that he had given himself too much insulin. The customer's blood glucose at the time of the call was 147 mg/dl. The customer stated that he doesn't know when his blood glucose levels are going know, and was told he was going to receive two courtesy sensors, but he has not received them yet. Advised the customer that a prescription need to be on file in order for sensors to be sent to him. Advised the customer of the necessary steps to have the prescription be put on file. The pump was not returned at this time.